Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.

Event description:
On december 23, 2025, a 63-year-old male patient presented for placement of an impella cp mechanical circulatory support device in preparation for a high-risk percutaneous coronary intervention. The insertion was uncomplicated, and the clinical team elected to leave the impella device in place overnight. Subsequently, there was no detectable blood flow past the impella device, and peripheral pulses could not be obtained using doppler ultrasound. A six french distal perfusion catheter was placed distal to the impella insertion site and perfused via the right femoral artery. Following placement of the perfusion catheter, the patient¿s left foot became warm, and doppler-detectable pulses were present. Device explanted on (B)(6) 2025. This case will be coded as an arterial obstruction requiring an additional device and surgical intervention.